Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was available at the plant for evaluation. A visual inspection revealed that the tube was ruptured approximately 10cm above the luer lock. The cause of this condition was due to a high pressure in the set.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. The device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of 3 administration sets that ruptured during the injection of a contrast product through a power injector. According to the reporter, during a scanner session, when injecting iode at the rate of 3ml/sec and with a pressure that did not exceed 123 psi, the inlet rupture 10 cm above the catheter. Reportedly, the rupture occurred 3 minute after the injection started. There was no clinical consequences for the patient but blood spread on the patient, the scanner has to be stopped and restarted with a new set which means more ray exposure for the patient than initially expected. There was no patient injury reported. No additional information is available. This is report 3 of 3 of the same reported problem from this facility.